Manufacturer narrative:
H10: the actual device was not available; however, photos of the sample were provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed originating on the header cap. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from a crack at the top of a revaclear 300 set during hemodialysis therapy. The volume of blood lost was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted